Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for two vertebrae on level l4 - l5. During operation, four trajectories were sent. Guide wires were confirmed on fluoro by the surgeon. Neuro monitoring showed 10ma on right l5 screw and surgeon decided to redirect right l5 manually using c-arm. No patient harm was reported.